Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.the getinge service territory manager (stm) replaced both batteries and then completed the pm. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.(B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the battery of the cardiosave intra-aortic balloon pump (iabp) was found to be faulty. The led indicator on the battery showed it to be fully charged, but it did not supply sufficient capacity for the iabp to power on. There was no patient involvement, thus no adverse event was reported.